Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D10, concomitant medical devices and therapy dates, unknown cutter device, unknown. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the attachment device had issues keeping the cutter device in place while using it. It was reported that in the last procedure, the blade became stuck and the attachment would not release it. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was no human patient involvement as the facility is a veterinary medical hospital, and therefore, the device is most likely used for veterinary purposes only. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition that the cutter device would not stay in place while in use was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device knob was jammed/seized, could not remove cutter, and there was corrosion/rusting/pitting. It was further determined that the device failed pretest for general condition, check function of locking knob on tool coupling, check function of quick saw blade coupling, and check oscillation frequency with frequency meter. The assignable root cause was determined to be traced to maintenance.